Manufacturer narrative:
(B)(4).

Event description:
It was reported non-sustained right ventricular oversensing episodes were observed due to occasional myopotential oversensing. Coughing to replicate the noise was recommended. The physician decided not to make any programming changes since the episodes were infrequent. The patient will continue to be monitored. No further information is available.